Event description:
After approximately one year implant, the vital-port did not function. An x-ray showed the catheter had broken at the point where it passes the clavicle and costa I. A 10 cm long catheter segment had migrated to the heart region.